Manufacturer narrative:
Additional data (device evaluation): the hydrus microstent was returned to the manufacturer for evaluation and subjected to visual inspection, dimensional analysis, and functional testing. Microscopic visual inspection and dimensional analysis were performed on the delivery system and implant. Unidentified foreign matter, presumably tissue, was observed on the delivery system cannula near where the interlock engages with the implant during recapture; this finding is indicative of intraoperative use and consistent with the event description as reported by the surgeon. During functional testing, the device performed as intended during all processes, including advancement, release, recapture, and retraction. The investigation demonstrated that all specifications were met and the device functioned as intended. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The hydrus microstent was returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Significant iris injury or trauma is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The surgeon attempted to implant a hydrus microstent in a patient's right eye on (B)(6) 2020 with the distal tip pointed downward. The surgeon felt the initial placement was incorrect and the stent was recaptured without incident, but the nasal angle was obscured by blood. The surgeon decided to enter superiorly and the device appeared to track into schlemm's canal, however, upon release the entire transition zone was out of the canal and the device did not appear to be in the correct position. The microstent was recaptured again and upon recapturing, iridodialysis was observed. No microstent was implanted and the case was completed. Additional information was requested and on february 4, 2020, the surgeon provided the following event details and patient follow-up. The patient, female, (B)(6), had a preoperative iop of 16 mmhg on one medication with 20/60 best corrected visual acuity (bcva). The surgery was performed in combination with cataract surgery and there were no intraoperative complications during the cataract portion of the procedure. During microstent removal, the iris was inadvertently incarcerated into the inserter and a portion of the iris was avulsed. There was bleeding and extrusion of iris tissue. At the patient's 2-week postoperative examination on (B)(6) 2020, the patient presented with 2+ cell/flare and resolving hyphema; at this visit the iop was 12 mmhg with 20/70 bcva. The prognosis was listed as "patient is improving and is expected to recover".